Event description:
On february 7th, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving bg readings of 297 mg/dl, 300 mg/dl, and 340 mg/dl from his dario meter. Due to the above, on february 4th, the user went to the hospital where the user's bg level was tested and read 97 mg/dl which the user stated was in normal range for him.

Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user stated that he received a bg reading of 347 mg/dl on the day that the event occured. The user stated that he had discarded his cartridge of strips, and therefore strip details could not be obtained. A replacement of dario's strips was sent to the user to make sure that the dario strips are reading correctly. Dario's representative made multiple attempts to follow up with the user in order to test his bg readings with the new cartridge of strips, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.